Event description:
In 2008, a doctor reported that crowns placed with nx3 on two different patients had fallen off.

Manufacturer narrative:
The patients' crowns were recemented using a different product without incident. The patients are doing fine. The device was not returned to kerr corporation for evaluation. The retain samples of the clear shade alleged to have been involved in these incidents was tested for adhesive strength. The results indicated that the adhesion data was acceptable. This is the second MDR report of the two incidents reported.